Event description:
After implementation of a triathlon knee the patient feels ill and overall not good. After she talked to the clinic she assumed that their health situation can be caused by an allergy on the implanted material. Patient did not exactly know what has been implanted. She can not read the implant passport. Detail information are requested at the hospital.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown triathlon knee. Additional information has been requested and if received, will be provided in the supplemental report. Devices remain implanted.

Manufacturer narrative:
Additional device listed in this report: 5520-b-400 triathlon prim tib baseplate - cem lot code s7xcl. An event regarding an allergic response involving a triathlon femoral component was reported. The event was not confirmed. The device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated no patient demographics, no clinical or past medical history, and no description of the vague complaints of ¿feels ill and overall not good¿ are available. There is no evidence that these vague systemic complaints are related to an allergic reaction to these widely used components. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that there is no description of the complaints of ¿feels ill and overall not good¿ in the provided information. While the exact cause of the event could not be determined, the clinical consultant indicated there is no evidence that these vague systemic complaints are related to an allergic reaction to these widely used components.

Event description:
After implementation of a triathlon knee the patient feels ill and overall not good. After she talked to the clinic she assumed that there health situation can be caused by a allergy on the implanted material. Patient did not exactly know what has been implanted. She can not read the implant passport. Detail information are requested at the hospital.